Manufacturer narrative:
(B)(6).

Event description:
It was reported that the posterior suture on one of two magnum 2 knotless implants separated from the anchor and tore through the rotator cuff tissue. The initial rotator cuff repair was performed (B)(6) 2016. The patient subsequently reported having "jerked" in his sleep and complained of increased pain. Ultrasound revealed a recurrent tear and revision surgery was performed on (B)(6) 2016. The broken sutures were removed from the patient and both anchors were left in situ. Competitive anchors were used to repair the rotator cuff tear. No additional patient injury or complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors which could contribute to the suture separating from the anchor includes: over-tensioning of the suture leading to suture breakage / separation, the anchor not having enough suture pulled through to apply a complete suture lock, or the patient¿s movement after implantation which can lead to possible suture damage. There are no indications to suggest the device did not meet product specifications upon release into distribution.